Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device alarmed critical pump error after battery installation. Device successfully downloaded traces and history file using thus and crest. No pump error 35 noted in formatted history files or detail trace. Critical pump error due moisture damage on flex cables, electrical board 1 (j6 connector) and electrical board 2 (j2 connector). Pump error 63 is confirmed in detail trace on (B)(6) 2021 1:56:59 am. However, pump error 63 was not listed in the formatted history files. No variable, line or fine number for pump error 63 listed in detail trace. Verified insulin pump alarmed stuck button on (B)(6) 2021 00:56:00.000 in insulin pump formatted history. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Found moisture damage to motor assembly, electrical 1 board and electrical 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Device alarmed critical pump error after battery installation. However, verified pump alarmed stuck button on (B)(6) 2021 00:56:00.000 in insulin pump formatted history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had a stuck button alarm. Customer stated that the keypad button was unresponsive. No harm was required during medical intervention. The insulin pump will be returned for analysis.